Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away. No additional information was provided.

Manufacturer narrative:
Additional information was received that the physician assessed that the patient's passing was not device related.

Event description:
A report was received that the patient passed away. No additional information was provided.